Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI(ui): (B)(4).

Event description:
Upon interrogation, the lead is showing high thresholds and increasing impedance measurements. The device remains implanted and follow up imaging will be done to check the lead. There have been no consequences to the patient.